Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 10 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic for routine follow-up and during lvad interrogation two low speed operation and pump stop alarms were noted to have occurred in early september. The patient denied hearing the alarms. The center attempted to admit the patient, but the patient refused to stay at that time. The patient also refused driveline x-rays. The patient¿s system controller log files were submitted to the manufacturer for review. The log files confirmed the event. After a long discussion with the patient, the center issued an ungrounded power module patient cable. The patient was very well aware of the risks of not being admitted and may ¿think¿ about it and report the following week. The patient was to call the center and inform on decision. The patient was asymptomatic.

Manufacturer narrative:
(B)(4). No equipment was returned for evaluation. The report of low speed events and pump stoppages were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the abnormal pump operation could not be conclusively determined. The log file captured two low speed events and pump stoppages. The interruptions in pump function captured in the log file occurred while the system was connected to the power module and could be indicative of a potential driveline wire compromise; however, driveline wire damage could not be confirmed because the product remains in use. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received from the vad coordinator on 11/08/2016 indicated that the patient had refused to return to the clinic and was therefore unaware if the patient had received additional alarms since their last visit. The center would re-assess for alarms when the patient returned to the clinic. The customer reported that the patient was sent home with ungrounded patient cable and were instructed on how to use; however, they could not confirm if the patient was using the ungrounded patient cable while on power module support.